Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -14.5/2.0/068 (sphere/cylinder/axis), implantable collamer lens, was implanted into the patients left eye (os) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged for a longer length lens due to lens rotation not associated to a low vault. This exchange resolved the problem.

Manufacturer narrative:
Additional information : h3-device evaluation: lens returned in a microcentrifuge vial with moisture. Visual inspection found no visible damage to lens. Claim# (B)(4).